Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) change out where the physician was using electrocautery, the patient was in torsades and had induced ventricular fibrillation (vf). It was indicated that there may have been unipolar pacing. External defibrillation and cardioversion were used on the patient. The ipg was replaced as this was during the change out procedure and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.